Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) on (B)(4) 2012 regarding a system error 2240. The hp did not remember any details about this alarm, therefore a sample was not available and as a result no evaluation could be performed. There have been no other issues with therapy and there was no patient injury or medical intervention reported. This report for a system error 2240 was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during fill 3 of 4 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power. The tsr assisted the hp to review the alarm log. The hc showed system error 2240 and system error 2367. The tsr advised the hp to end therapy and start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time; therefore no evaluation could be performed. Baxter is making attempts to obtain this information. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.